Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had recently lost weight. In turn, the patient elected to move the ipg site to a different position and underwent a pocket revision. No product was explanted. There was no allegation of discomfort due to the original implant site. Stimulation was reportedly restored postoperatively.